Event description:
Medtronic received additional information which stated that 8 years and 2 months post implant of this 21mm aortic bioprosthetic valve, a 23mm transcatheter valve was implanted valve-in-valve. It was also noted that the site subsequently assessed the event as being related to the device. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5: site relatedness assessment added to event description medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 8 years post implant of this 21mm aortic bioprosthetic valve, recurrent stenosis of the aortic valve was reported. Transesophageal echocardiogram (tee), computed tomography (CT) and cardiac catheterization exams were performed. It was stated that an additional attempt at interventional valve passage for gradient measurement was unsuccessful in the presence of severe atherosclerotic changes in the vascular system, which supported the suspicion of relevant prosthesis dysfunction. Further diagnostics using magnetic resonance imaging (MRI) for planimetry of the aortic orifice area and subsequent re-evaluation of the "vitium" and the procedure are planned. It was also mentioned that medication was administered. The site assessed the event as not being related to the valve or implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 8 years post implant of this 21mm aortic bioprosthetic valve, recurrent stenosis of the aortic valve was reported. Transesophageal echocardiogram (tee), computed tomography (CT) and cardiac catheterization exams were performed. It was stated that an additional attempt at interventional valve passage for gradient measurement was unsuccessful in the presence of severe atherosclerotic changes in the vascular system, which supported the suspicion of relevant prosthesis dysfunction. Further diagnostics using magnetic resonance imaging (MRI) for planimetry of the aortic orifice area and subsequent re-evaluation of the "vitium" and the procedure are planned. It was also mentioned that medication was administered. No additional adverse patient effects were reported.